Event description:
Patient 4 had a feeding tube misplaced on (B)(6) 2014 at (B)(6) hospital. Cortrak system was used to place feeding tube on (B)(6) 2014 and the tube was placed in the lung in error. Tube was removed and a new tube was placed using the cortrak system on (B)(6) 2014. Medications and tube feeding were administered through the tube prior to the discovery that the tube was in the chest cavity. Patient 4 had a decline in respiratory status and became febrile. The tube was removed, but shortly thereafter, the patient's vital signs continued to decline and he required a code blue resuscitation.